Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to the patient regarding the reported event. The patient was transported to the ER via ambulance. The patient is type 1 diabetic. He wears a v-go 40 using novolog insulin. He doses using a sliding scale giving one click for every 20 grams of carbs. He usually gives 3 clicks. He said that he skips breakfast but eats lunch and dinner. He does not exercise because he is disabled. He has back pain. He is on psych med. He wears a dexcom g6 cgm. This alarmed him that his sugar was dropping, but he stated that everything that he took did not stop the down trend. He changes his v-go device around 0900 hours. He stated his glucose started to drop around 1300 hours. He took glucose and ate, but he continued to drop. He stated he had eaten lunch prior to the hypoglycemia. Prior to starting the v-go he took lantus 40 units at bedtime and used sliding scale novolog pen for bolus before meals. He stated his average glucose is around 300, but he had gone as high as 1000 prior to starting v-go therapy. The patient woke in the ER. He was told his glucose went down to 40. He was treated with fluids and glucose and released from the emergency dept. He stated there was still insulin in the indicator window of the device. His hcp was aware of the episode. Ae assessor suggested removing the device if he continues to drop after taking glucose. Since he is a fairly new user of the v-go this could be glucose fluctuations due to a learning curve. This is a serious event. It is possible that the device may have contributed.

Event description:
The patient reported that about two weeks ago, they went hypoglycemic and went to the emergency room (ER) via ambulance. The patient reported he took glucose gel and when he woke up in the emergency room, he was given more glucose gel. The device is not available for return to the manufacturer for evaluation.